Manufacturer narrative:
Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the proximal end inside the waterfall pulleys and the instrument failed the electrical continuity test. This failure was attributed to manufacturing. A review of the instrument log for the long bipolar grasper instrument associated with this event confirmed that the instrument was last used on (B)(6) 2020 on system (B)(4). Per logs, the instrument had 1 use remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The long bipolar grasper instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided at this time, this complaint is being reported because: the bipolar instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument would not deliver energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown whether there was any issue related to unintended energy discharge and whether any instrument collision occurred during the last known instrument usage. No patient injury occurred during the last time the instrument was used.